Event description:
During use of an emerald guidewire, the inner wire came loose from the ptfe cover. This defect was detected during the handling of the wire.

Manufacturer narrative:
During use of an emerald guidewire the inner wire came loose from the ptfe cover. This defect was detected during the handling of the wire. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. It was also reported that the product would be returned for analysis but it has not been received to date. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: the complaint conclusion has been updated with return of the product for analysis. The inner wire got loose from the ptfe cover. This defect was detected during the handling of the wire. One non-sterile dgw .035 mc j3mm 150cm tef was received coiled into a plastic bag. The guidewire presented an exposed corewire at 3cm from the proximal end. The coil was able to move, after moving the coil the distal tip have a j shape. No other visual anomalies were found. Additional information was requested to the OEM. Per OEM response was that it should be noted that this is a moveable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. This is normal for this guidewire. The moveable core guidewire is a two piece guidewire. It has an outer ptfe coated coil with a full dome shaped weld on the distal end and a spot/tack weld on the proximal end that secures the inner ribbon wire to the ends of the coil. This allows the core wire with handle to be fully inserted or withdrawn from the outer coil as needed to provide flexibility at the tip of the guidewire. The core wire can be fully removed from the ptfe coated coil wire. The core wire has an uncoated coiled handle that is attached to the proximal end. The handle of the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10252134. The history records indicate this product was final inspection tested at (B)(6) medical limited and was determined to be acceptable. The complaint reported by the customer as ¿guidewire - exposed braidwire/corewire¿ was not confirmed due to this is a moveable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time. The complaint reported by the customer was not confirmed as this is a moveable guidewire and it is designed so the inner core wire can be removed from the outer ptfe coated coil. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
Complaint conclusion: during use of an emerald guidewire the inner wire came loose from the ptfe cover. This defect was detected during the handling of the wire. The device was not returned for analysis. (B)(6) conducted a device history record review. The history records indicate that this product was final inspection tested at (B)(6) and was determined to be acceptable. Without return of the device for analysis, the reported complaint of ¿guidewire-exposed braidwire/corewire¿ could not be confirmed and an exact cause could not be determined. Based on the complaint description it appears the inner core wire was pulled from the outer ptfe coated coil wire. This guidewire is designed so the inner core wire can be removed from the outer coil. The moveable core guidewire is a two piece guidewire. It has an outer coil with a full dome shaped weld on the distal end and just a spot/tack weld on the proximal end that secures the ribbon wire to the end of the coil. This allows the core wire with attached handle to be fully inserted or withdrawn from the coil as needed to provide flexibility. The core wire with handle can be fully removed from the coil wire. The coiled handle that is attached to the core wire is about 4 centimeters long with a full dome weld on the proximal end and a spot weld on the distal end. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was provided by the affiliate indicating that an alternate lot for this complaint is f0313110. Lr packaging l/n # 10252134, f0313110; per lake region report c 14,113: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10252134. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The event occurred during use on the patient. As per the affiliate, the complaint device will be returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.